Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for analysis. Returned for analysis was a distal section of inner lumen measuring 340mm. The broken end of the inner showed no evidence of stretching. The section of inner was curved in appearance and no other issues were noted. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that removal difficulty and a shaft break occurred. The target lesion was located in the ureter. An unspecified size wallstent (iliac, tips, venous) endoprosthesis with unistep plus delivery system was selected for use, advanced and deployed to treat the lesion. The stent was deployed good. However, the stent "didn't come loose" of the delivery system. The fragment was left inside the patient and was removed via laparoscopic surgery the next day. After removal of the delivery system fragment the stent remained implanted. The physician indicated he was fine with the outcome of the stented ureter. No further patient complications were reported and patient's status was stable.